Manufacturer narrative:
Investigation summary: 2 photos were returned for investigation, blood in safety shield was observed. The complaint is confirmed. DHR review was performed for the reported batch, 8044068. No similar qn was raised. No abnormality observed in that could influence the issue. Qn history for past 12 months was reviewed, no similar qn raised. There was a CAPA raised for blood droplet formation at the luer end of the catheter adapter. CAPA#(B)(4). The reported batch was manufactured before the implementation of the corrective actions.

Event description:
It was reported with the use of the bd cathena¿ bc straight catheter there was an issue with separation from the stylet and stylet puller causing blood leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd cathena¿ bc straight catheter there was an issue with separation from the stylet and stylet puller causing blood leakage.